Event description:
Updated reasons for revision to include pain. Update received (B)(6) 2012.

Event description:
Asr revision. Asr hip resurfacing system - left. Reason for revision : alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number previously listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr hip resurfacing system - left. Reason for revision : alval/soft tissue reaction. Update from crawford's email 28th may 2012: date of revision amended, product added (corail), patient ID, reasons for revision, dpyous-73 attached. Reasons for revision: alval/soft tissue reaction, component loosening (cup), pain. Update: implant date received 10 july 2012. Update - amended hip side. Taken from claimsuite dated 20th may 2015. Right side.